Manufacturer narrative:
Dexcom inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal due to a sensor error, sensor wire was still protruding from skin. Pt attempted to pull sensor out of his skin but sensor retracted into her skin. Pt doesn't report any add'l complications. At the time of his call to dexcom technical support, pt was feeling fine.